Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
After installing the plate, the locking screw which was put in last did not enter the screw hole of the plate, it floated and it could not be locked. The surgeon checked the direction of the screw insertion, temporarily fixed a k-wire and also tried pull out and push in about four times, but did not enter. He changed to another screw with the same lot number, it also could not lock down. The surgeon finished operation with the screw head floated from the plate without locking. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Visual examination of the returned screw shows deformation to the threads of the head consistent with attempted insertion.